Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed a rash under the rear therapy electrode pads of the lifevest. The irritation was described as red and itchy. Nurses reportedly applied panthenol ointment on the patient's skin. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.